Event description:
This is the first of two MDR's for the same pt. Implant date: 2006. It was reported that post-op x-rays revealed that the two distal screw connectors had released from the screw posts and the rod was above the screws. A revision surgery was done approx 2.5 months post-op.

Manufacturer narrative:
Device was returned to the MFR for evaluation. A visual examination confirmed that the markings indicate that the connectors were bottomed out on screw head. This prevented proper locking force on the screw post.